Manufacturer narrative:
Terumo cardiovascular examined the suspect device that was used in the reported event, and found the device(s) to meet product specs. The devices are included in a convenience kit (collection of multiple devices packaged together for the convenience of a customer) -and the suspect connection is an operation performed by the customer. The labeling is associated with the product instructs the user to confirm that a completed circuit is secure and does not exhibit any leaks prior to the onset of a surgical procedure.

Event description:
On 06/23/2009, the user facility ((B) (4)), reported that the flexible pvc tubing became disengaged from an arterial blood filter that was included in an extracorporeal cardiopulmonary bypass circuit. The user facility reported that there was no loss of blood as a result of the incident (indicating that the event occurred during set-up and priming of the circuit) -and that the filter/tubing were replaced and the procedure was completed without further incident. There were no injuries to the pt as a result of the event. (Note: the connection between the tubing and the filter is a connection that is made by the user facility and not by the MFR).